Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that the machine is not switching on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that device is not working due a defective processor pca. Hence processor pca (dfm100 assy processor 453564489071) was replaced to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. Reporting address line 1: (B)(6). Reporting institution phone: (B)(6).